Manufacturer narrative:
H6: added the following: health effect - clinical code, impact code, medical device code, component code.

Manufacturer narrative:
D10: concomitant devices: (5639292), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (5820702), 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (6044105), 200-02-35 - three peg patella 35mm. (6095908), 201-78-81 - 3"" trocar, mod. Hex 2pk. (6095923), 201-78-81 - 3"" trocar, mod. Hex 2pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 57 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and instability. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.